Event description:
Attorney reported: in 2006--the pt underwent an incarcerated ventral hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2007--the pt underwent an exploratory laparotomy with evacuation of hematoma, lysis of adhesions due to damage caused by the mesh patch. In 2008--the pt underwent surgery to repair damage cause by the mesh patch. The procedure included the removal of the mesh patch, a central incisional hernia repair with a biomaterial hernia repair mesh and lysis of adhesions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.